Event description:
The customer reported being hospitalized due to high blood glucose of 500 mg/dl. Initially, the customer called requesting a replacement of the holster and during the call he mentioned being in the hospital. The customer's recent glucose reading was 400 mg/dl, and he has treated with 33.0 units through pen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-85587. Mfg. Report 2 of 2, medwatch report # 2032227-2012-04842.